Event description:
Revision surgery - the pt was seen for possible infection of an rsp. Upon opening, it was determined the infection was superficial. The surgeon treated and replaced the shell, insert, and glenosphere.